Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy. According to the reporter: the return knob was returned, but it could not be released, so additional resection of tissue was done. Used other device. Operative time was extended more than 30 minutes. No pt info available.